Manufacturer narrative:
Additional information: the pump was not returned to the manufacturer for evaluation. Review of the manufacturing documentation including the certificate of sterility confirmed that the associate device met all requirements for release. There is no evidence to suggest that any device malfunction or manufacturing issue caused or contributed to the reported event. Patient noncompliance and factors pertaining to driveline exit site care, which are outlined in the instructions for use and patient manual, are identifies likely contributors to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The patient is noted to be noncompliant with driveline dressing changes and admitted to multiple traumas to the driveling exit site by dropping the bag and does not anchor the driveling to limit trauma at the skin level. Strep viridans is a major component in gut and oral flora, these types of infection are known to be implicated in endocarditis. The hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive clinical root cause cannot be determined, clinical status such as noncompliance with dressing changes, comorbidities, and pharmacological factors are possible contributing factors.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Infection and sepsis are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. With review of the available information, a relationship between the device and reported event cannot be determined. Clinical factors including patient's medical condition and comorbidities may have contributed; there is no indication that it is related to any device manufacturing or performance issues. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site by that the patient developed strep viridans bacteremia on (B)(6) 2015. No additional information provided. Investigation is ongoing.